Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. As a result the hard drive was replaced, the hard drive was reimaged and software was reloaded. It was also noted that the programmer screen was dark and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. (B)(4)

Event description:
It was reported that the programmer would not take a software upgrade via a virtual private network (vpn). The programmer has been returned. It was analyzed and tested out of specification. There was no patient involvement.